Event description:
Revision surgery - the surgeon reported that the patient fell.

Manufacturer narrative:
The reason for this revision was the result of a patient fall and subsequent component replacement after 1 month of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 592g1023. (B)(4). The root cause for this product complaint is the result of a patient fall. There is no reported information that indicates a material, design, or manufacturing problem with this product.